Event description:
Pulse oximeter -serial # (B)(4) - on child and functioning properly. At 3:05am 02 sat 98-100%, 3:25 a.m., nurse (B)(6) responded to "call for help" in (B)(6). Alarms were on and functioning. Spo2 monitor screen was blank (blue). Probe was on right great toe. Skin warm and flaccid. Vent functioning until disconnected. There was no resistance. There was no display on the pulse ox monitor. The spo2 monitor was blank. Began bagging with ambu bag, connected to oxygen. Checked the carotid & femoral pulses. 911 called - child sent to hospital via ambulance. Therapy dates: (B)(6) 2010 through (B)(6) 2011.